Event description:
During a planned follow up, the physician noted that during atrial pacing threshold testing there was ventricular capture at higher output. There is a different morphology when atrial pacing causes ventricular capture compared to rv pacing. The physician is suspecting a header issue. Preliminary analysis did not reveal any issue with the subject device.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200401 - file-2020-00123-analysis_and_closure_report_resp-2020-00097.pdf].

Event description:
During a planned follow up, the physician noted that during atrial pacing threshold testing there was ventricular capture at higher output. There is a different morphology when atrial pacing causes ventricular capture compared to rv pacing. The physician is suspecting a header issue. Preliminary analysis did not reveal any issue with the subject device.